Event description:
During prep, prior to inserting in the pt, air was observed in the hub of the coil 637cf0824 (complaint product) after air was purged according to the IFU guidelines. The syringe (B)(4) was used prior and after this coil without any problem. The coil was not clinically used, and another new product was utilized to continue the procedure. There was no pt injury. Additional info indicated that after the event occurred, no other damages were noticed on the coil (unraveled/stretched), delivery system or hub.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The introducer was unzipped and the support coil was out of the introducer; the gripper and embolic coil were inside of the introducer. The hypotube presented some waves. The introducer was elongated. The embolic coil presented with kinks and it was stretched. Based on the report that there were no damages noted on the coil or delivery system after the event, it appears that these damages occurred during the handling of the unit after the event. Additionally, inspections are in place to prevent these kinds of damages leaving from the facility. The gripper was inspected and no contaminations or damages were found. The purge hole was inspected and it was not blocked or damaged. Trufill dcs orbit was purged on the blue zone using a lab sample syringe (B)(4); after that the embolic was detached on the green zone without any anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471284 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The report of prepping difficulty was not confirmed with functional testing. Although no conclusion can be made regarding the event, procedural factors may have contributed. The complaint was not confirmed and there is no indication that there are any related manufacturing issues; therefore, no corrective actions will be taken at this time.